Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 18989367/18989368. Product family: scs-extension, upn: m365sc3138250, model: sc-3138-25, serial: (B)(6), batch: 18774753.

Event description:
It was reported that the patient was frequently charging the implantable pulse generator (ipg). It was also stated that the patient experienced inadequate stimulation due to high impedances on one of the spinal cord stimulation (scs) leads. The patient underwent spinal cord stimulator (scs) replacement procedure and was doing well postoperatively. All explanted device components were discarded by the facility.